Manufacturer narrative:
Results of investigation:the associated complaint device was not returned for evaluation. A clinical investigation concluded that based on insufficient information, a clinical assessment cannot be performed at this time. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery is scheduled. This is because in or everything went well, but from post-operative pictures it was seen, that the tip of most proximal screw is in the joint.